Manufacturer narrative:
Additional information the stent deployed without the safety tab being pulled. Not in the correct location as intended. The stent was deployed in the wrong location. However, the system did come out fine after mal-deployment. Product analysis the device was returned in a deployed state with no red safety tab and no stent returned along with the device, the device was confirmed from the strain relief as 40mm, the device handle was opened, the tube assembly was observed to be adhered to the gold isolation sheath with no visible kinks on the tube, and the pull cable was attached to the device and to the thumbwheel scroll, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a soft tissue lesion in the right superficial femoral artery, mid location, with a lesion length of 40 mm and artery diameter of 6 mm, using the everflex entrust 7x40x80, there was a delay in surgery of one hour due to product malfunction. The stent was deployed without the thumb wheel being used. The stent was removed within the sheath. The procedure was aborted. No patient complications have been reported as a result of this event.